Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, on the home choice (hc) unit. The problem was noted during use, with the patient connected in dwell 2. It was unknown for how long the hc was in use before the problem was noted. The technical service representative (tsr) explained the message to the home patient (hp) and had him recycle the machine. The tsr informed the hp to use manual bags to finish therapy. There was patient involvement however there was no patient injury or medical intervention associated with this event. On (B)(6) 2012 baxter followed-up with the home patient. He advised that he is ok and has continued his therapy. He confirmed that he noticed that he had not secured a bag to the line, tightly enough, which had allowed air to enter the system. He followed the tsr's instructions and finished his therapy that night with manuals. He advised that none of the products were damaged.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because there was a loose connection between the supply bag and the line, which is a use error. The home patient (hp) confirmed that he noticed that he had not secured a bag to the line, tightly enough, which had allowed air to enter the system. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.